Manufacturer narrative:
Ref: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2018 to remove an anchor due to migration that was implanted on (B)(6) 2018.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2018 to remove an anchor due to migration that was implanted on (B)(6) 2018.

Manufacturer narrative:
Ref: (B)(4). UDI: (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Initial post-operative and revision post-operative radiographs of patients were also reviewed by cayenne engineering. Radiographs shows that anchor was not fully seated after the initial surgery. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to possible use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2018 to remove an anchor due to migration that was implanted on april (B)(6) 2018.

Manufacturer narrative:
Ref: (B)(4). UDI: (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of revision surgery arthroscopic images confirm anchor migration. Based on the condition of the implant and the description of the complaint the exact root cause cannot be identified or determined. DHR was reviewed and no discrepancies were found. A follow up report will be submitted if additional information is received.